Manufacturer narrative:
The customer was not able to provide the lot#, therefore the device history record could not be reviewed, so the actual cause could not be determined. Historical trending was done. The customer also was not able to provide the sample, the surgeon¿s age/gender, or the actual cat# that was worn. The medwatch is being filed against this cat# as it is a smaller size. Protexis pi is the new product name of esteem smt (under branding project), there is no change to the glove formulation or production process. The previous product was submitted for the primary skin irritation test, and the results showed that the esteem smt passed the primary skin irritation test. The exact cause of this complaint could not be determined. The esteem smt gloves have passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any unfavorable trend.

Event description:
A surgeon in (B)(6) developed a skin irritation (actual incident date unknown), and they had patch testing done at a dermatology department.